Event description:
The customer reported obtaining high calcium arsenazo serum patient results from the beckman coulter au2700 clinical chemistry analyzer. The customer indicated that the patient results for calcium arsenazo were approximately 0.4 mmol/l higher than expected. The results were not reported out of the laboratory and there was no change or effect to patient treatment in connection with this event. Subsequent repeat of the samples on an alternate instrument produced lower results which confirmed that the initial results were erroneously elevated. The customer stated that the au2700 instrument generated one sample result with an h flag indicating that the result is higher than the reference range. Beckman coulter has requested patient data from the customer but the information has not been supplied and the number of patient samples affected for this event is unknown.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site on 08/16/2013. The fse discovered that the lamp voltage of the instrument was running high at 12.2 v. The fse indicated that the specification for the lamp voltage is 11.6 v +/- 0.01 v and proceeded to adjust the lamp voltage from 12.2 v to 11.6 v to resolve the issue. The fse ran photocal, blank, calibration and quality control (qc) for the instrument and the results passed within specifications following the lamp voltage adjustment. The fse stated that the noise from the power supply can also have an affect on the reading of the lamp. The fse found no further issues but noted that the power supply for the instrument is due to be replaced. Failure mode of the event is attributed to the power supply unit, which may have resulted in a change to the lamp voltage, causing a spike in the calcium arsenazo results for the patient samples.